Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple continuous glucose monitor (cgm) errors. During troubleshooting with tandem technical support the pump was reset; however, an additional cgm error occurred. There was no reported adverse impact to the customer. Reportedly the customer continued to use the pump for insulin therapy, and also indicated that manual injection supplies were available.